Event description:
The customer reported the system was locking up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.